Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate matter was observed in the tubing near drip chamber of a clearlink system; non-dehp continu-flo solution set. Additionally, "when squeezed, the matter seemed to dissolve". The event occurred after priming the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.